Manufacturer narrative:
The device was returned. However, analysis is not needed. No further information is available, at this time. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision. An infection was identified. As a result, the patient was given IV (intravenous) antibiotics, was hospitalized, and the device system was explanted. No additional adverse patient effects were reported.